Event description:
Customer reported while using the reciprocating saw with saw blade attachment, operations became slow while cutting bone, and after continuing to cut bone, a black, oily substance cameo ut of the attachment drive assembly. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that oily black residue came out of the drive assembly. Faulty parts were replaced. The device was repaired externally and returned to the customer on (B)(4) 2012. Placeholder.